Event description:
In 10/2000 the co received notification from the implant center that the pt's device had been explanted due to pain experienced during stimulation.

Event description:
In 2000 the company received notification from the implant center that the patient's device had been explanted due to pain experienced during stimulation.